Event description:
A customer contacted beckman coulter inc., (bec) and reported that unicel dxh 800 coulter cellular analysis system did not flag a patient specimen for blast flag. . The erroneous results were reported out of the laboratory. The pathologist reviewed the patient specimen and performed a manual differential were he discovered 4-5% blast cells on the smear. Details results for the manual differential were not provided. A corrected report was sent out. Patient results are provided in this report. No change to patient treatment was attributed to this event. No death or serious injury is associated with this event.

Manufacturer narrative:
The specimen was collected the same day in a 3ml edta tube. The specimen was stored at room temperature. Qc was run before this event and recovered within assay ranges. The instrument is currently within qc specifications with respect to accuracy and precision. The dhx 800 sensitivity settings are set high for variant ly, immature granulocytes and for left shift (default setting is high for all differential parameters). Raw data analysis revealed: the sample provided has 4-5% blasts according to the manual reference. The algorithm did not set any suspect flags. The populations look normal and the statistics of them are within normal range. The lymphocyte and monocyte populations overlap each other, but it is not significant enough to set a blast flag. Service was not dispatched for this event. The root cause is unknown: based on raw data analysis, the patient specimen was not significantly abnormal to trigger instrument blast flagging.